Manufacturer narrative:
(B)(4).

Event description:
A small to moderate hematoma was noted beneath pacemaker pocket which extends laterally, expected as she was on aspirin, plavix and warfarin. Moderate chest pressure at incision site. Hematoma was still present at the one month follow-up on (B)(6) 2016. Plavix was stopped and hematoma will be reassessed in one month. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.